Event description:
A malfunction alarm with code malf 0 was reported, but there was no adverse impact on the customer's blood glucose level. The technical support team provided the customer with instructions on how to reset the pump, as the malfunction code was resettable. After resetting, the malfunction did not recur, and the customer was informed to call back if any issues arise again. Customer may continue to use the pump.